Manufacturer narrative:
Upon further review it has been determined that this event is not reportable. The awareness date of this event is after this device was received and repaired by the manufacturer, which makes this event out of scope of recall z-0472-2021; therefore, this MDR is being cancelled. The event is covered under the total knee arthroplasty mako system risk table, hazardous situation ¿user is not provided adequate indication for registration confirmation¿ that the highest potential severity of harm is s1.

Event description:
Case number: (B)(4)- mps reported loud noise from j5 during angled sawblade cuts. Mps is also reported mics connection errors. Mics status check is always passing. Cable connection error with both mics. They passed mics status check before the case. Cable connection error happen and then they both failed mics status check. Surgical delay: = 15 minutes. Case type / application: tka.

Event description:
Case number: rob1211 - mps reported loud noise from j5 during angled sawblade cuts. Mps is also reported mics connection errors. Mics status check is always passing. Cable connection error with both mics. They passed mics status check before the case. Cable connection error happen and then they both failed mics status check. Surgical delay: = 15 minutes. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding electrical failure involving a mako mics was reported. The event was not confirmed. Method & results. -product evaluation and results: problem reproduced - no; mics fully functional, requires no repair; successfully performed inspection. Tested per qip 0243; all test pass screen shot attached. Mics can be returned to stock. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices, including serial number (B)(6), were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 2 other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Case number: (B)(4) - mps reported loud noise from j5 during angled sawblade cuts. Mps is also reported mics connection errors. Mics status check is always passing. Cable connection error with both mics. They passed mics status check before the case. Cable connection error happen and then they both failed mics status check. Surgical delay: = 15 minutes. Case type / application: tka.